Event description:
Proximal tibial rod broke.

Manufacturer narrative:
An event regarding a failed press fit pin involving a triathlon instrument was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the event. The pin was dissociated from the device body. A dimensional inspection confirmed the device was not manufactured to specification. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices manufactured into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated under the referenced nc and CAPA records.

Event description:
Proximal tibial rod broke.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.